Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0nc4z, explanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) and the manufacturer's representative reported that the patient experienced pain at the implant site. The doctor reported at case when the representative showed up. No diagnostic tests were performed. Doctor was going to switch sides of battery pocket and had to place another lead. Battery then had open impedences so battery was replaced as well. Intervention included complete system removal and brand new complete lead and battery placed. Date of explant was (B)(6) 2015. The issue was resolved at the time of the reporting. Patient status at the time of the reporting was alive, no injury.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) revealed the ins setscrew was backed out too far. The setscrew was able to be realigned and reinserted using a 4 oz-in torque wrench. Result code and conclusion code no longer apply to this event. Additional method code.